Event description:
This device was routinely returned to arvada co on (B)(4) 2011 to be placed back into inventory. Upon interrogation in-house, it was found that a microprocessor reset had occurred. This MDR is being reported late because during the 2012 internal audit, it was discovered that this case should have been reported as an MDR.

Event description:
This device was routinely returned to (B)(4) on (B)(6), 2011 to be placed back into inventory. Upon interrogation in-house, it was found that a microprocessor reset had occurred. This MDR is being reported late because during the 2012 internal audit, it was discovered that this case should have been reported as an MDR.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) 2012.